Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Customer reported patient presents one year after implant with tenderness facially to evaluate possible infection around the implant at tooth location #30. The implant was removed. Symptoms as a result of the event: pain

Manufacturer narrative:
This report is being submitted to report additional information. Follow up with customer confirmed bone loss around the implant. The following sections are being reported: b5: describe event or problem. H2: if follow-up, what type. H6: health effect - clinical code. H10: additional narratives/data. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Bone loss was also reported.